Event description:
The customer reported that during a bypass operation, the red line leaked at the female luer connector. No complications were reported. The set was not replaced; they continued to use it to finish the case. The sample was saved and will be returned to quest. Product code 5001102; lot number 27631.p07.